Event description:
It was reported that pump battery discharged too quickly and customer provided no blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer decided not to return pump, no device evaluation was performed, and no additional corrective actions were documented.